Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message on the user control panel was confirmed during functional testing and archive data review.. The potential root cause maybe defective load cells or damage sustained due to mishandling. Unrelated to the reported complaint, cracked top cover, was observed during visual inspection. This type of physical damage can attributed to user mishandling. During archive data review, multiple ua07 error messages were observed on the date the event occurred. The initial functional testing of the ap platform could not be performed due to ua07 error message displayed upon powering on. After replacement of the top cover and load cells, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The platform passed all functional tests and is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Manufacturer narrative:
Zoll has received the autopulse platform and is pending investigation. A follow-up report will be submitted when the autopulse platform investigation is completed.

Event description:
It was reported that during shift check, the autopulse platform system displayed ua07 (discrepancy between load 1 and load 2 too large) error message and it won't clear up. No patient involvement.